Event description:
Written report received from baxter for "flow stopped after 12 hours in total of pt use." No pt injury. Contents of device reported as 5fu in dextrose 5% for a total fill volume of 46 ml.